Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced significant nocturnal blood glucose swings while using the ilet, with glucose levels around 200 mg/dl dropping to the low 40s mg/dl within about one hour after several weeks of use; the user had factory reset the device multiple times over several months and noted stable control during the initial learning phase, with no lifestyle changes reported. Symptoms included hyperglycemia followed by severe hypoglycemia. Outcomes included the need for troubleshooting and education, with no alerts or alarms observed and no hospitalization reported. Investigation included case intake, user counseling, and referral to the field team for further evaluation. Investigation of this case revealed that the cause of the hyperglycemia and subsequent hypoglycemia was unclear, and no device alarms or specific component malfunctions were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.